Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013068047); product type: 0195-heart valves;select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve evfxplus-29, low calcification of the aorta was noted and a pre-implant balloon dilation was not performed. During the first implantation attempt, significant underexpansion of the transcatheter aortic valve was observed, and during the second implantation attempt, significant underexpansion was again observed, with no infolding reported. A pre-implant balloon dilation was then performed. The valve and delivery catheter system (dcs) were withdrawn from the patient, and a new valve and dcs were loaded. The new valve was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Fluoroscopic valve load inspection images were not available; therefore, confirmation of appropriate valve loading could not be performed. One intraprocedural fluoroscopic media file was submitted for review in relation to the reported event. The available image demonstrates a partially deployed valve with significant under expansion and a suspected infold. It was reported that under expansion was observed after the first deployment attempt and that a second deployment was attempted with the same outcome. An infold was not reported but the image reveals evidence of under expansion with a possible infold. In cases of under-expansion prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system should be performed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Reportedly, the infolded valve was recaptured, withdrawn from the patient, and new valve was successfully implanted. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.